Manufacturer narrative:
A ge representative evaluated the system, removed and dried the x-ray tube and re-installed it. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and would not work. No pt injury was reported.